Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer confirmed the reported issue and replaced the solenoid to repair the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The service engineer replaced the solenoid and adjusted the spring to repair the locking mechanism to address the customer's immediate concerns. A thorough investigation was performed to determine the cause of the reported issue. The returned solenoids were tested and the issue was unable to be reproduced.